Manufacturer narrative:
The device was returned with the delivery pusher and glide catheter; the implant coil was not returned, as it remains implanted in the patient. There was evidence of damage to delivery pusher; the distal outer sleeve glue joint failed. A kink was noted on the pusher approximately 70cm from distal tip. The catheter was noted to have indentations in multiple locations along shaft. The distal end of monofilament was noted to have tensile failure, with evidence of a necking, uneven surface located approximately 2cm proximal to distal end of delivery pusher. Based upon the investigation findings and available information, the complaint of a broken coil could be confirmed. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded its strength specification of the monofilament.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the embolization coil got stuck in the microcatheter in less than one (1) minute, and unexpectedly detached in the microcatheter. The coil was then advanced and implanted in the intended area with the remaining coil pusher. There was no reported intervention or patient injury. The patient was reported to be good.